Manufacturer narrative:
Exact date unknown, event occurred in 2017. Explant date: 2017 . Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8352700, model: sc-8352-70, serial: (B)(4), batch: 16306458.

Event description:
The patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. The explanted devices were not returned. No further information has been obtained despite good faith efforts.